Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had fractured. The health care professional (hcp) does not have the specific information, wanted the inner lumen diameter. Additional information received indicated that tis lead exhibited oversensing and had pacing inhibition. Lv pacing also caused phrenic nerve stimulation. This rv lead was explanted. No additional adverse patient effects were reported.